Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation by the left ventricular (lv) lead. It was noted there was a rise in threshold to higher output value. The lead also triggered an alert for out of range impedance. Reprogramming was performed. The lead remains in use. No further patient complications have been reported as a result of this event.